Event description:
It was reported that there was elevated impedance and thresholds on a right ventricular lead during implant. Multiple locations with the same lead provided similar results, and a new lead gave normal parameters. The defective lead was not used. No patient consequences were reported.